Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2090 that a extractor rx retrieval balloon was used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, the balloon burst during the procedure. No part of the balloon detached and fell inside the pt. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".